Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) malfunctioned. Unit stopped working and internal communication error has been reported. The fse confirmed hpi communication errors and reported that front end board need to be replaced. No harm reported.